Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 0.7, lab: 2.4. Less than 1 hour in between meter and lab testing. Therapeutic range is 2.0-3.0.